Event description:
Patient reported side-unspecified ¿raynaud¿s phenomenon.¿ there has been no indication of treatment. This record represents the right side. Healthcare professional later reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on [01/24/2011]. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device has been explanted.